Event description:
Boston scientific received information that during a normal interrogation, the battery status of the device was noted to be 12 months remaining. After downloading the device memory to a usb, the battery status was unexpectedly reduced to 6 months remaining. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event will be updated upon analysis completion.

Event description:
Additional information indicated that the device was explanted due to normal battery depletion. No additional adverse patient effects were reported.